Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 24.5 mmol/l while wearing the pod between 1 and 4 hours. Symptoms reported include high blood glucose levels and dizziness. The patient was treated with insulin and IV fluids. The patient was released the same day. The pod was removed at the hospital.

Manufacturer narrative:
Cloud data from the user for the day of 30oct2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode. The phb data showed that the system was regularly communicating with a sensor and receiving glucose values. No instances of connection loss after the pod successfully paired with the sensor were observed in the data for this day. The phb data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed evidence that all boluses captured in the cloud for this day were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. No pod hazard alarms were generated during this period. Without the performance data from the pod or physical testing, it could not be determined if the pod was struggling at any point during operation or if any leaks were present in the fluid path. No evidence of issues with insulin delivery were observed in the available cloud data. Lot release was found to have met all acceptance criteria.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 24.5 mmol/l with ketones of 0.8 mmol/l while wearing the pod between 1 and 4 hours. Symptoms reported include high blood glucose levels and dizziness. An ambulance was called and the patient was taken to klinikum kemnitz and treated with insulin and IV fluids. The patient was released the same day. The pod was removed at the hospital.